Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and apogee, perigee and monarc wereimplanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 to treat symptomatic rectocele, vaginal mesh extrusion and recent rectocele repair with concurrent repair of vaginal mesh extrusion. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that the patient underwent a previous procedure on (B)(6) 2006 with concurrent hysterectomy and bso, apogee, perigee and monarc were implanted. Additionally, on (B)(6) 2006, the patient underwent mesh repair due to vaginal mesh extrusion. No additional information was provided. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.